Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the punches for swivelock corkscrew, (B)(4), are leaving black ink smudges or black debris in the hole that is created while punching. This is occurring most notably on the medial row of the humerus. It seems the punches are no longer being etched with laser lines; instead we are using ink for the laser lines and this is rubbing off while punching.